Event description:
It was initially reported that the patient generator was non-functioning. It is unclear what was meant by "non-functioning". Diagnostics on (B)(4) 2012 indicated that the generator was functioning. Surgery is likely but has not occurred to date. Good faith attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received that the generator was believed to be at end of service and was no longer responding to the magnet. The non-response to the magnet may be the reason that it was believed that the generator was "non-functioning." Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Event description:
Additional information was received that the patient had a generator replacement. Product return attempts have been unsuccessful to date. The reported reason for replacement was due to battery depletion.

Event description:
Additional information was received that the generator was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed to date.

Event description:
Additional information was received that the treating neurologist's office was unaware of any issue with the generator. The patient had been referred for a generator replacement due to nearing end of service but the medical assistant did not see anything or was aware anything about a non-functioning generator.

Event description:
Additional information was received that product analysis was completed on the generator. An open can measurement of the battery voltage determined that the battery was depleted. The end of service condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. The device performed according to functional specifications. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found.